Manufacturer narrative:
A getinge field service engineer evaluated the unit for the reported condition. Upon arrival, it was noted that the power supply on/off switch located at the rear of the unit was in the off position. The unit underwent a complete functional inspection, and the reported issue was not reproduced once the switch position was corrected. All verification tests were performed in accordance with manufacturer specifications and were found to be within acceptable ranges. No device malfunction related to the reported condition was confirmed. No parts were replaced during this service activity. All functional and safety checks were completed successfully. The device was confirmed to be operating as intended and was returned to the customer.

Event description:
It was reported that cs300 intra-aortic balloon pump, portuguese, 220v intra-aortic balloon pump (iabp) will only run on batteries. There was no patient involved.